Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 85218, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked 2.4 inches from the tip. The deflection test failed as the shaft tip did not move as per specification if information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath and mapping catheter subsequently tested out of specification per the manufacturer's investigation.